Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 29-oct-2019 with the following findings: during investigation, the pump was unable to power on. The complaint of a call service alarm issue was unable to be adequately investigated due to an unrelated internal moisture damage reported on animas medwatch report number 2531779-2019-03730. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.